Manufacturer narrative:
Internal report reference number: (B)(6). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer initially reported complaint for error message (e-3). During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. The customer rewashed his hands, performed another blood test and obtained a blood glucose test result of 596 mg/dl non-fasting. The customer stated he was not concerned with that result as he had eaten breakfast and had a candy bar a few minutes ago. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification (location undisclosed). The test strip lot manufacturer¿s expiration date is 01/19/2025 and open vial date is (B)(6) 2023. The meter memory was not reviewed for previous test result history.